Event description:
The plaintiff's atty alleges that the pt experienced a sudden cardiac event and subsequently expired on the same day as a result of the pt's exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.